Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, an amplatzer duct occluder was chosen for procedure, along with a 6 f amplatzer torqvue delivery system. During procedure, the device appeared as a deformed shape and was unable to be deployed. As the device was attempted for deployment, the end of the ascending aorta was not opening properly and was showing a deformed shape. The device was removed from the patient. It is unknown if the device was replaced. The patient status was reported as stable. No additional information was provided.

Event description:
Additional information received that the device was removed from the patient prior to release from the delivery cable. It was reported that there was a bend/kink in the delivery system that was not noticed during device preparation. There was no replacement device that was implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was sent to surgery to have the defect surgically repaired.

Manufacturer narrative:
The reported event of deformity of device could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.